Manufacturer narrative:
A service engineer (se) inspected the device and was unable to duplicate the reported issue. The unit passed testing and operated w ithin the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on patient, the 840 ventilator shut down during transport. The patient was placed on another ventilator and there was no harm to the patient as a result of the event.